Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a hurricane rx biliary balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd). According to the complainant, during the procedure, the hurricane balloon burst on a large stone in distal end of the patient¿s cbd. An extractor was also used during the procedure, which also burst. The procedure was completed using another extractor balloon and a stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The event date it unknown. According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A search of the complaint database revealed that no similar complaints exist for the specified lot.